Event description:
It was reported that during a bone-to-bone acl repair of the patients left knee, the tip of the driver broke and remains in the patient. According to the reporter the screw was fully seated and on the last turn the driver tip snapped off and remains in the screw. The surgeon made a brief attempt to retrieve the broken tip; however, he did not want to disrupt the fixation. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation revealed a diagonal fracture with a rough surface and little deformation at the hex-tip proximal end where tip joins to shaft cylindrical body. No evidence of torsional failure was observed. Signs of reuse and repeated autoclaving such as laser marking discoloration, nicks, dents, and multiple scratches mostly on the shaft surface near to the hex-tip were noticed. Material analysis confirmed correct material type and hardness. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.